Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v902325, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for parkinson's dual. It was reported that the patient had a fall which resulted in a lead break and revision in (B)(6) 2016. Further information from the healthcare provider stated that the lead was not actually broken but just in a bad position resulting in lack of adequate therapeutic response. This was confirmed with an MRI. There were no other symptoms reported with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.